Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the review of the customer data demonstrated the alinity m resp-4-plex amp kit (list 09n79-090) lot 527602 is performing as expected. No error codes or flags were displayed for the reported discrepant result samples. There is no indication that lot 527602 are performing outside of established design performance specifications. Based on the ticket information, environmental contamination could not be ruled out as the cause for the reported discrepant results. According to the alinity m resp-4-plex amp kit package insert, the presence of flu a, flu b, rsv, or sars-cov-2 must not be detected in the negative control. Flu a, flu b, rsv, or sars-cov-2 detected in the negative control is indicative of contamination by other samples or by amplified product. According to the ticket, after the de-contamination procedure, no additional discrepant results nor reactive negative control samples was reported per the ticket. According to the ticket, further routine cleaning protocol was also to be addressed with customer. Furthermore, different platform has different limit of detection (lod) therefore the results may not be reproducible between varying testing platforms. A product deficiency was not identified by this evaluation. Customer file review: the customer attached two files to the ticket. One file contained two sheets in which the customer outlined all environmental swabs performed on (B)(6)2022 and(B)(6)2022 alongside their results. The file also contained all instrument swabs, with results, that were performed on (B)(6)2022 and(B)(6)2022. Another file was attached to the ticket and contained the results for environmental and instrument swabs performed on (B)(6)2022, (B)(6)2022, and (B)(6)2022. Quality data review: device history record / batch record review review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot# 527602 (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex kit (list 09n79-090) lot 527602 and their components. This CAPA review did not identify any existing internal issues or quality records (qrs) related to the reported complaint for lot 527602 or their component lots. Complaint history review: a lot specific complaint history review was performed to identify potentially related complaints for discrepant results for the flu a target while utilizing the alinity m resp-4-plex amp kit (list 09n79-090) lot 527602. The lot specific complaint history review identified two (2) additional complaints related to discrepant results for the flu a target while utilizing the alinity m resp-4-plex amp kit (list 09n79-090) lot 527602. A product deficiency was not identified by this evaluation. Based on the investigation elements, a product deficiency could not be identified by this review.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported 3 false positive results for the flua target on the alinity m resp-4-plex assay. The customer reported the following discrepant samples: sample ID (sid) (B)(6), (B)(6) and (B)(6). The samples had been retested on the genexpert platform, and the results were reported as negative. Sids (B)(6) and (B)(6) show very low amplification, but sample sid (B)(6) had a cycle threshold (CT) of 14.74 for flua. Customer has also resp-4-plex negative control invalid with error code 9193 (negative control reactive) on multiple dates. The customer reported that the samples were retested due to a reactive negative control for the flu a target (error code 1993). The physician did not question the reported results. Multiple decontamination procedures and water sample tests were completed. A new swab test collected after decontamination were run. The result showed that contamination is only located for flu a target, in two areas. There was no impact to patient management. This incident is being reported to FDA because the incident occurred in spain using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.